Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that during a case, the device intermittently went into standby mode. It was further reported that there were no adverse consequences to the patient but there was a slight delay of surgery by 10 seconds while switching the device out.